Event description:
Boston scientific received information that during the implant procedure, the right atrial lead was exhibiting noise. Upon attempting to check the connection between the device and lead, the set screw kept ratcheting. It was noted that set screw had not traveled far enough into the header. The lead was removed and reinserted with appropriate measurements. One day later, the threshold measurements had increased and the impedance measurements were 2600 ohms. It was suspected that the set screw was off center and did not match up properly. The patient was going to be re-evaluated at a later date. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.